Event description:
It was reported that the device's plastic distal end cover was burnt.

Manufacturer narrative:
Information added to h3 and h6. Correction to b5, h6 impact code, and medical device problem code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user used a high-energy endo therapy accessory, such as a laser, high frequency without securing enough distance from the tip of the subject device. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). Gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope. 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. IFU also warns on the use of high energy endo therapy accessories as follows: gif/cf/pcf-190 series operation manual: 4.3 using endo therapy accessories: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet tube and is clogged in the jet tube control unit. There were no reports of patient involvement.